Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a coronary procedure to treat a target lesion in the mid left anterior descending (lad) artery. An unspecified dilatation catheter was unable to cross the target lesion and rotational atherectomy was performed. A perforation was noted, which was treated with balloon tamponade. The patient remained stable and the procedure continued with implantation of two non-abbott stents. Additional balloon dilatation was performed, and a perforation was noted at the same location. A 2.8 x 18 mm graftmaster stent delivery system was advanced; however, the stent was unable to cross through the lesion due to the patient anatomy. The stent delivery system was removed, quickly, and the stent dislodged from the delivery system, but remained in the guide catheter. The guide catheter was removed, with the dislodged graftmaster stent inside. Additional balloon dilatation was performed to treat the perforation and the patient remained in stable condition. No additional information was provided.